Event description:
Caller states patient tested 2.6 inr on the coaguchek xs system while a comparison lab returned as 1.9 inr. Patient was sent to a different lab and result was 2.1 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Boston scientific crm received info that this dextrus right ventricular (rv) lead dislodged. In a revision procedure the lead was successfully repositioned. No additional info is available at this time. If additional info becomes available, this report will be updated.